Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass no readings sensor error occurred. The patient stated they had a no readings, sensor error message for approximately 2 hours. She did not check her blood glucose level with a glucometer and was not aware that her blood glucose was low. She lost consciousness. The emergency medical technician (emt) arrived at her home at 3:00 am and treated her, but she could not remember what medications she was given or other details. She was in stable condition after the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.